Manufacturer narrative:
The device remained reprogrammed to primary vector to mitigate the oversensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to oversensing. No inappropriate therapy was delivered and only one episode had been stored. At implant, auto set-up chose secondary vector however at routine follow-up primary vector was chosen. Noise was unable to be reproduced in clinic. Boston scientific technical services (ts) discussed the oversensing may have been due to air as no further presentation of noise was observed. No adverse patient effects were reported.